Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following sets of results on the aviva system within 10 minutes: 322 mg/dl at 3:09 pm; 130 mg/dl at 2:59 pm ; 369 mg/dl at 2:57 pm ; 89 mg/dl at 1:28 pm; 449 mg/dl at 1:27 pm; hi mg/dl at 1:27 pm; 110 mg/dl at 1:25 pm; hi mg/dl at 1:23 pm; 69 mg/dl at 1:14 pm. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.